Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Visual inspection of the returned controller did not reveal any signs of fluid ingress. The controller was disassembled to inspect the internal components and no issues were observed. The submitted and downloaded log files did not contain any data from the reported event date of 06jul2024; however, review of the log files did not reveal any data that indicated an issue with the system controller. No atypical alarms were observed. A functional test was performed, and the controller did not pass one step due to an increased resistance; which is indicative of the early stages of conductor breakdown. The controller passed all other steps of testing without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged as a precaution.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient fell in a pool about a month ago and was just starting to experience daily low flows lasting under the 12 second mark. Log files were submitted for review. Log files captured persistent pulsatility index (pi) events throughout the log file. Due to the amount of incoming pi events, older data had been overwritten. It appeared the voltages for the peripheral equipment were in a normal range and functioning as intended albeit a brief data capture. The system controller was exchanged.